Event description:
It was reported the patient¿s stimulator was explanted and discovered to be bent. The stimulator had been causing problems and discomfort. The intensity would increase and the patient would need to decrease stimulation to have a bowel movement without problems. The issues started two months after implant. The issue continued until the electrodes were checked and replaced. The patient had fallen out of their chair the same year as implant. The patient did not have any problems at the time of the call.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# j0235594v, implanted: 2003-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3031a, serial# unknown, implanted: 2003-(B)(6), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4).